Event description:
She couldn't walk/ could not walk/difficulty walking [unable to walk]. Pain in both legs [leg pain]. Swelling of thighs with pitting edema [pitting leg oedema] ([swelling of legs]). Severe swelling above both knees/extreme swelling of bil knees [joint swelling]. Pain of bil knees [knee pain]. Electric shock sensation b/l [electric shock sensation]. Warmth [joint warmth]. Case narrative: based on the information received on 14-jun-2019, case was upgraded to serious from non-serious with the seriousness criteria of disability for couldn't walk/ could not walk/difficulty walking and intervention required for severe swelling above both knees/extreme swelling of bil knees and pain of bil knees this unsolicited valid serious case from united states was received on 07-may-2019 from a physician. This case involves a (B)(6) female patient (162.5 cm and (B)(6)) who received treatment with hylan g-f 20, sodium hyaluronate (synvisc) injection and after 19 days severe swelling above both knees/ extreme swelling of bil knees, swelling of thighs with pitting edema, pain in both legs , couldn't walk/ could not walk/difficulty walking, and pain of bil knees, after unknown latency had extreme swelling of bil knees, electric shock sensation b/l, warmth. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On (B)(6) 2019, the patient started using synvisc injection for left knee with unknown dosage (lot-unknown, batch number requested) for osteoarthritis knees. On (B)(6) 2019, patient stated that she had severe swelling above both knees. The swelling also progressed to both thighs on an unknown date. Along with the swelling the patient had warmth, pain in both legs and she couldn't walk. On (B)(6) 2019, bilateral swelling of knees and thighs with pitting edema and pain and was treated with oral steroids after which it improved but patient still had pain with difficulty walking. On the same day, it was also observed that patient developed pain, extreme swelling of bil knees and could not walk and was using cane for walking. On the unknown date, swelling subsided but patient was still with pain and electric shock sensation bilaterally. The event of couldn't walk/ could not walk was assessed as serious due to seriousness criteria of disability. The event of severe swelling above both knees/ extreme swelling of bil knees was assessed as serious due to seriousness criteria of intervention required. The event of pain, extreme swelling of bil knees was assessed as serious due to seriousness criteria of intervention required. The event of thighs with pitting edema was assessed as serious die to seriousness criteria of intervention required corrective treatment: oral steroids for severe swelling above both knees/ extreme swelling of bil knees, swelling of thighs with pitting edema, pain in both legs, pain of bil knees; cane for couldn't walk/ could not walk/difficulty walking; not reported for rest of the events. Outcome: recovered / resolved for severe swelling above both knees/extreme swelling of bil knees, swelling progressed to both thighs/extreme swelling of thighs, swelling of thighs with pitting edema; as unknown for warmth, couldn't walk/ could not walk/difficulty walking; recovering / resolving for pain in both legs, electric shock sensation b/l; not recovered / not resolved for pain of bil knees a product technical complaint was initiated on 13-may-2019 for synvisc (lot number unknown) with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible . Based on the lack of information provided, no CAPA was required . It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharma covigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required additional information was received on (B)(6) 2019. Ptc results received and processed. Global ptc number added. Additional information was received on 14-jun-2019 from the physician. Additional events of electric shock sensation b/l and swelling of thighs with pitting edema were added. Verbatim for she couldn't walk was updated to she couldn't walk/ could not walk/difficulty walking. Verbatim for severe swelling above both knees was updated to severe swelling above both knees/ extremes swelling of bil knees. Event onset date added. Indication added. Outcome updated. Case was upgraded to serious from non-serious. Clinical course updated and text amended accordingly.